Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). The customer¿s strips were requested for return. The investigation is ongoing. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
There was a complaint of discrepant glucose results, for 1 neonate patient, with 2 accu-chek inform ii meters with serial numbers (B)(4). At 1:21 a.m. The first meter (B)(4) result was 116 mg/dl and at the same time on a second meter (B)(4), the result was 46 mg/dl.